Manufacturer narrative:
Cmp- (B)(4). Concomitant product: unknown m/l taper kinectiv stem, unknown m/l taper kinectiv neck, unknown continuum shell, unknown ceramic head g3- literature- yi, j., md,phd, han, k., md, phd, nam, y., md, & kim, k., md, phd. (2016). Result of modular necks in primary total hip arthroplasty with a average follow-up of four years. Hip & pelvis, 142-147. Doi:https://doi.org/10.5371/hp.2016.28.3.142 g3 - foreign - south korea the investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient suffered dislocation on the second postoperative week. This complication did not recur after reduction. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown ceramic femoral head, unknown m/l taper kinectiv femoral stem, unknown continuum acetabular cup, unknown m/l taper kinectiv neck, all catalog#'s: ni all lot's#: ni. It has been indicated that the product will not be returned to zimmer biomet, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.